Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded key pad trace. No unexpected ramping display anomaly noted. The insulin pump has cracked battery tube threads, display window corner and reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 123 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.